Event description:
It was reported that approximately one year following a vaginal hysterectomy, bilateral salpingo-oophorectomy, repair of enterocele and cystocele and posterior colpoperineorrhaphy in which sutures were used to approximate the levator muscles, the pt presented with persistent discharge and drainage. An incision was made in the perineal body and the suture were removed. The inflamed cavity surrounding the sutures were curetted.